Event description:
Customer reported that the sensor was not reliable and was going to have someone analyze the data. The sensor glucose reading was 107 mg/dl when the blood glucose reading was 45 mg/dl. She also reported receiving false low predictive alerts when the blood glucose was not low. Customer stated she had woken up with a blood glucose reading of 52 mg/dl and treated with food. The blood glucose reading at the time of the report was 290 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.